Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005; 419488 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the right ventricular (rv) lead, there was an episode of oversensing and rv lead noise. The company representative was unable to reproduce noise with movement and pocket manipulations. It was suspected it could have been due to air that had been trapped in the grommet at implant and was then escaping. No intervention was done as the noise could not be reproduced and had resolved. The lead remains in use. No patient complications have been reported as a result of this event.